Event description:
As reported, the balloon a 2mm x 4cm 155c saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during a pre-dilation inflation of a lesion from the left superficial femoral artery (sfa) to the popliteal artery. After the balloon ruptured, the device was stuck, and the shaft became separated upon attempted removal. The balloon was punctured, and an unknown .014 guidewire was inserted. The balloon was made into a ¿badfoam shape¿ and was pressed with an ¿armet¿ from below. The device was then pulled from above with a non-cordis snaring device and the entire separated segment was successfully removed. An unknown stent was then implanted, and the procedure was completed. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82220742 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, g3, g4, g6, h1, h2, h3, h6, and h10. Complaint conclusion: the 2mm x 4cm 155c saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during a pre-dilation inflation of a lesion from the left superficial femoral artery (sfa) to the popliteal artery. After the balloon ruptured, the device was stuck, and the shaft became separated upon attempted removal. The balloon was punctured, and an unknown .014 guidewire was inserted. The balloon was made into a ¿badfoam shape¿ (sic) and was pressed with an ¿armet¿ (sic) from below. The device was then pulled from above with a non-cordis snaring device and the entire separated segment was successfully removed. An unknown stent was then implanted, and the procedure was completed. The product was returned for analysis. A non-sterile saberx 2mm x 4cm 155cm balloon catheter was received for analysis inside a plastic bag. Per visual analysis, a separation was observed on the balloon and inner body of the saber unit. No other anomalies were found. Per sem analysis the separated areas, the inner body, and the balloon of the saber unit revealed evidence of elongations and scratch mark on the material. No other anomalies were observed. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the unit was induced to a tensile force that exceeded the material yield strength prior to the separation. Also, the scratch marks near to the separation area suggest that the unit was torn with a sharp object from the outside of the unit. No other anomalies were observed. A product history record (phr) review of lot 82220742 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ and ¿body/shaft-separated - in-patient¿ were confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the limited information available for review, vessel characteristics (although unknown) and procedural factors such as the application of excessive force and damage with a sharp object may have contributed to the event as evidenced by elongations and scratch marks noted on the outer surface and inner body during analysis. The reported ¿pta/ptca system-withdrawal difficulty - from vessel¿ was not confirmed due to the nature of the complaint. According to the safety information of the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon a 2mm x 4cm 155c saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during a pre-dilation inflation of a lesion from the left superficial femoral artery (sfa) to the popliteal artery. After the balloon ruptured, the device was stuck, and the shaft became separated upon attempted removal. The balloon was punctured, and an unknown .014 guidewire was inserted. The balloon was made into a ¿badfoam shape¿ and was pressed with an ¿armet¿ from below. The device was then pulled from above with a non-cordis snaring device and the entire separated segment was successfully removed. An unknown stent was then implanted, and the procedure was completed. Additional information was requested but was not provided, and the device has now been received for evaluation.

Event description:
As reported, the balloon a 2mm x 4cm 155c saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during a pre-dilation inflation of a lesion from the left superficial femoral artery (sfa) to the popliteal artery. After the balloon ruptured, the device was stuck, and the shaft became separated upon attempted removal. The balloon was punctured, and an unknown .014 guidewire was inserted. The balloon was made into a ¿badfoam shape¿ and was pressed with an ¿armet¿ from below. The device was then pulled from above with a non-cordis snaring device and the entire separated segment was successfully removed. An unknown stent was then implanted, and the procedure was completed. Additional information was requested but was not provided, and the device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have complaint conclusion: as reported, the balloon a 2mm x 4cm 155 saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during a pre-dilation inflation of a lesion from the left superficial femoral artery (sfa) to the popliteal artery. After the balloon ruptured, the device was stuck, and the shaft became separated upon attempted removal. The balloon was punctured, and an unknown .014 guidewire was inserted. The balloon was made into a ¿badfoam shape¿ and was pressed with an ¿armet¿ from below. The device was then pulled from above with a non-cordis snaring device and the entire separated segment was successfully removed. An unknown stent was then implanted, and the procedure was completed. Additional information was requested but was not provided. The device was not returned for analysis as expected. A product history record (phr) review of lot 82220742 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst¿ and ¿pta/ptca system withdrawal difficulty - from vessel¿ and "body/shaft- separated - in-patient¿ could not be confirmed as the device was not returned for analysis. The exact cause cannot be determined. It is likely vessel characteristics, procedural factors and handling of the device contributed to the events reported. However, without return of the device for analysis it is difficult to draw a clinical conclusion between the device and the reported events. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ according to the safety information of the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon a 2mm x 4cm 155c saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during a pre-dilation inflation of a lesion from the left superficial femoral artery (sfa) to the popliteal artery. After the balloon ruptured, the device was stuck, and the shaft became separated upon attempted removal. The balloon was punctured, and an unknown .014 guidewire was inserted. The balloon was made into a ¿badfoam shape¿ and was pressed with an ¿armet¿ from below. The device was then pulled from above with a non-cordis snaring device and the entire separated segment was successfully removed. An unknown stent was then implanted, and the procedure was completed. Additional information was requested but was not provided, and the device has now been received for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, d8, d9, g3, g4, g6, h1, h2, h3, and h10. A review of the manufacturing documentation associated with lot 82220742 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.